Event description:
A glooko user reported that the glooko mobile application for ios was incorrectly displaying retrospective "high" and "low" cgm values. No adverse event was reported. The glooko engineering team was able to reproduce the issue, and a software fix will be implemented.